Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("heavy abnormal bleeding"), pregnancy with contraceptive device ("pregnancy(stillbirth or miscarriage)") and abortion spontaneous ("miscarriage") in an adult female patient who had essure (batch no. 869761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity (B)(6) (((B)(6) 2006, (B)(6) 2010)), miscarriage and pelvic adhesions. Previously administered products included for an unreported indication: toradol, hydrocodone, valium and norco. Concurrent conditions included cancer and chemotherapy. Concomitant products included 4-diethylaminoethyl 4-"butylaminobenzoat"-hcl (caine), alprazolam (xanax), fluoxetine, fluoxetine hydrochloride (prozac), ibuprofen, ketorolac tromethamine (toradol), lidocaine, propofol (anesthesia s/I 60), salbutamol sulfate (albuterol sulfate), vemurafenib and vemurafenib (zelboraf). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal)- type : urinary tract") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain/abdomen pain") and back pain ("back pain"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure® coils, removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, migraine, vaginal discharge, vaginal haemorrhage and menorrhagia was resolving and the genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, vulvovaginal pain, abdominal pain lower, abdominal pain, headache, dysmenorrhoea and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida (B)(6), para (B)(6). Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, back pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the essure device was inserted into the right tube and deployed without difficulty. There were 3 trailing coils noted. The procedure was repeated on the opposite side, with 5 trailing coils noted. Procedure performed: laparoscopy with lysis of pelvic adhesions and removal of essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the preliminary scout film demonstrated the essure implants bilaterally. Conclusion normal appearance of the uterine cavity. No evidence of filling of either tube or of extravasation. Total bilateral occlusion. Pregnancy test - on (B)(6) 2012: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain. Most recent follow-up information incorporated above includes: on 21-jan-2019: pfs and mr received. Reporter information were added and updated. Date of removal were updated. Lot number were added. Event verbatim were updated as pelvic pain/ pain, abdominal pain/abdomen pain. Onset date of event were added. Outcome of the event pain were added. Medical history, concomitant drug, historical drug and lab test were added. Event : infection (bladder/ urinary tract/vaginal)- type : urinary tract, migraines, headaches, dysmenorrhea (cramping), vaginal discharge, abnormal bleeding(vaginal), menorrhagia, back pain, pregnancy(stillbirth or miscarriage), device ineffective and miscarriage were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("heavy abnormal bleeding"), pregnancy with contraceptive device ("pregnancy(stillbirth or miscarriage)") and abortion spontaneous ("miscarriage") in an adult female patient who had essure (batch no. 869761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 (((B)(6) 2006, (B)(6) 2010)), miscarriage and pelvic adhesions. Previously administered products included for an unreported indication: toradol, hydrocodone, valium and norco. Concurrent conditions included cancer and chemotherapy. Concomitant products included 4-diethylaminoethyl 4-butylaminobenzoat-hcl (caine), alprazolam (xanax), fluoxetine, fluoxetine hydrochloride (prozac), ibuprofen, ketorolac tromethamine (toradol), ketorolac tromethamine (toradol), lidocaine, propofol (anesthesia s/I 60), salbutamol sulfate (albuterol sulfate) and vemurafenib (zelboraf). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal)- type : urinary tract") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain/abdomen pain") and back pain ("back pain"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure® coils, removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, migraine, vaginal discharge, vaginal haemorrhage and menorrhagia was resolving and the genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, vulvovaginal pain, abdominal pain lower, abdominal pain, headache, dysmenorrhoea and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, back pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the essure device was inserted into the right tube and deployed without difficulty. There were 3 trailing coils noted. The procedure was repeated on the opposite side, with 5 trailing coils noted. Procedure performed: laparoscopy with lysis of pelvic adhesions and removal of essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the preliminary scout film demonstrated the essure implants bilaterally. Conclusion normal appearance of the uterine cavity. No evidence of filling of either tube or of extravasation. Total bilateral occlusion. Pregnancy test - on (B)(6) 2012: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain. Lot number: 869761, manufacture date: 06-2011 , and expiration date: 06-2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: quality-safety evaluation of ptc. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.